Manufacturer narrative:
Patient information: no further information was obtained an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed false positive architect stat troponin-I results on one female patient. The results from one patient and three different specimens provided were: on (B)(6) 2020 initial first specimen troponin =7000 pg/ml. Redraw and repeated second specimen on (B)(6) 2020 =5000 pg/ml. Redraw and repeated third specimen on (B)(6) 2020=3000 pg/ml. Cut off for troponin=0 to 15.6 pg/ml. Additional information: first specimen has cardiac enzyme and ECG are normal repeated on qualitative sd bioline. On (B)(6) first specimen troponin=negative/second specimen troponin=negative/ third specimen troponin=negative. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets was performed for architect stat high sensitive troponin-I reagent, lot number 13530ui00. The ticket search determined that there is normal complaint activity for the likely cause lot. An investigation of the customer issue included a review of the complaint text, a search for similar complaints, device history record review, review of the manufacturing documentation and a review of product labeling. This review did not find any abnormal complaint activity and no trends were identified. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. Historical performance of reagent lot 13530ui00 was evaluated using world wide data from abbottlink. This evaluation indicated that the patient median result for lot 13530ui00 is within the established baseline and comparable with other lot number in the field. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot 13530ui00 was identified.